Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The noise came from one of the motor mounts that was missing a screw. Replaced it with a customer screw. Assembled the compressor again and checked all hoses. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) fan is running too high. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) pan is running high.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) fan is running high. There was no patient involvement.